Event description:
This device is reported to have been programmed to a voo mode prior to a medical procedure. During the medical procedure, contrast dye was injected into the patient, and the patient is reported to then exhibit extreme bradycardia and asystole. Chest compressions were administered to the patient, and the patient stabilized. Normal pacing function resumed within this time period. The patient was observed overnight with no additional adverse events reported. A full follow-up confirming device function was performed. A ram dump was provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the ram dump and follow-up data returned for investigation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data was evaluated. The inspection did not show any abnormality. No peculiarities were found which might have led to the clinical event. The available data shows a normal device behavior.